Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The insulin pump passed rewind, basic occlusion, prime test and displacement test. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motion sensor test failure alarm. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip found on the insulin pump. Drive support disk was inspected and no anomaly was noted during testing. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they received motor position encoder error alarm, a motor error alarm and a motion sensor test failure alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump passed the displacement test. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic field. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.